Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp)due to the pump not working which caused the ipp not inflate. The patient was not satisfied and frustrated.

Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis was able to confirm the reported event. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the ams700 ipp cylinders were visually inspected and leak tested; no leaks were found. Both cylinders were pressure tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. The pump was functionally tested and failed the 8lb activation test (2). The activation test 2 verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Product analysis concluded these activation issues could affect the functionality of the pump. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to the pump not working which caused the ipp not inflate. The patient was not satisfied and frustrated.